Event description:
The hcp reported that the pt underwent catheter revision in january 2005. Approx 8 months after the revision, the pt developed paraplegia. Extensive testing has been undertaken to find the cause of the paralysis. "Some edema within the cord area" was noted on MRI. The pt is on a preservative-free compounded mixture of dilaudid 10mg/ml and bupivicaine 18 mg/ml.